Event description:
On (B)(6) 2025, a patient was undergoing a port placement procedure using low artifact power port. It was reported that during the preparation of a port placement procedure, the port stem allegedly snapped off port body. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one power port clearvue slim isp implantable port and one catheter with a loaded cath-lock was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. The port stem was noted to be missing from the implantable port. The detached port stem was noted to be loaded within the proximal portion of the catheter returned. The edges of the port stem area on the port body were noted to be jagged. The surface was noted to be granular throughout. The manufacturing evaluation site states, an initial inspection showed the absence of the port stem in the implantable port. Evaluation of the catheter revealed that the detached port stem was loaded within the proximal portion of the catheter just where the cath lock was loaded, no residue of use was observed through the sample, no other abnormalities were observed through the port and/or catheter. Therefore ,the investigation is confirmed for the reported fracture and material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (patient, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was undergoing a port placement procedure using low artifact power port. During the preparation of a port placement procedure, the port stem allegedly snapped off port body. The procedure was completed using another device. There was no patient contact.